Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware the product reported returned as the right side device did not pertain to this event/complaint. Multiple attempts have been made to obtain additional details regarding this event, but no additional information has been made available. Should more information become available, a supplemental report will be sent. The device that was reported returned on (B)(6) 2020 will be reported under manufacturer report number 1645337-2020-15235. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with two 300cc mentor smooth round moderate profile saline breast prostheses and experienced a deflation on the left side and capsular contracture, baker grade 3 on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.